Manufacturer narrative:
Updated fields: g3, g6, h2, h6, and h11. Additional information: the site's robotics coordinator stated the event occurred during a da vinci-assisted inguinal hernia procedure. It was reported that the system produced an error prior to docking; however, the error cleared after rebooting. Approximately 20 minutes into the procedure it was reported that the surgeon side console (ssc) lost vision and an error code was present. At this time the customer called intuitive surgical inc. (Isi) technical support engineers (tse) and began troubleshooting. However, the surgeon made the decision to "not keep waiting for a fix and just do the procedure open." The customer is unaware of any post-operative complications.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a system error. Prior to calling intuitive surgical inc. (Isi) technical support engineer (tse) for assistance, the customer had restarted the system, but the error remained. The tse requested for the customer to check the optical cables and it was reported they all showed blue. The system was then power cycled again and became stuck in a reboot loop. The tse advised the customer to perform a hard power reboot, and to reseat the optical cables. The customer moved the optical cable to the lower port, the system was powered on, and multiple system errors were present. At this time the tse was informed that the surgeon was converting the procedure to open surgery, and the customer stated they would look for a backup optical cable.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed troubleshooting. The customer was provided a spare blue fiber cable, and a replacement was ordered for delivery to customer. The system was tested and verified as ready for use.